Event description:
During implantation, the user wanted to know the impedance values of the atrial stimulation lead. As this was 2500 ohms and the reference impedance value was between 200 and 2000 ohms, the user team in the general surgery unit preferred to use another lead with a lower impedance, so as not to run the risk of an impedance that was too high. As the impedance was measured prior to any electrical stimulation, there were no clinical consequences for the patient.

Manufacturer narrative:
Analysis summary: as received, the fixation mechanism did not operate according to specification, given that, despite cleaning, the screw could not be extended. All electrical measurements performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue, and a lead position or lead contact issue could be suspected. Such lead positioning or contact issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
During implantation, the user wanted to know the impedance values of the atrial stimulation lead. As this was 2500 ohms and the reference impedance value was between 200 and 2000 ohms, the user team in the general surgery unit preferred to use another lead with a lower impedance, so as not to run the risk of an impedance that was too high. As the impedance was measured prior to any electrical stimulation, there were no clinical consequences for the patient.